Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio reconnected the device's user interface pcb assembly to board stack flex cable, which was found disconnected, to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device will not power on with ac or dc power. There was no patient use reported with the event.